Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, patient reported she experienced hyperglycemia and insulin leakage due to a bent infusion cannula. The infusion device displayed an e4 occlusion error. When she changed the infusion set, she noticed her site was wet and the cannula was bent. Her blood glucose elevated to "hi," and her normal range is 165-195 mg/dl. The headset was inserted manually, and she was educated on the insertion device, infusion site management, and product specifications. The alleged infusion set was discarded and will not be returned for evaluation. She was unable to provide the lot number.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.